Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the olympus field service engineer, the reported phenomenon was not reproduced. Olympus medical systems corp. (Omsc) confirmed from the information provided that the endoscopic image turned black during the procedure. The reported event may have been caused by water droplets on the electrical contacts between the device and the endoscope, loose cable connections, or board failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer reported as follows. The olympus endoscopic ultrasound center EU-me2 was turned off due to a defect, but when the video tower was started up, everything was normal. However, the monitor screen became black during the inspection. The connector of the bronchoscope was pulled out of the olympus light source clv-190 and the electrical contacts were cleaned. Also, red dots were visible on the black endoscopic image. When the video tower was restarted, it worked again. This reported error occurred on several different endoscopes. There was no report of patient injury associated with the event.